Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the needle did not insert into the skin. The cannula was visible but the pink slide did not move forward indicating a needle mechanism failure. The patient blood glucose levels rose to about 300 mg/dl.